Manufacturer narrative:
Manufacturer narrative: additional information: hamilton medical ags conclusion: it was reported on (B)(6) 2026 that the hamilton t1 ventilator was unable to deliver fio2 above 21% and displayed an ¿oxygen supply low¿ alarm when o2 was set to =30%. No patient was involved. No harm to the patient, user, or third party was reported. No medical intervention was required or reported. No other details were provided. No device logs, screenshots, pictures, or videos were provided to support the reported issue. The issue was rectified after replacing the msp161609 o2 mixer assembly. Case is considered closed. Corrected data: h4: manufacturing date: 17.09.2020; d4:(B)(4).

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4); investigation is ongoing.

Event description:
Hamilton medical ag received the following event description (summary): the ventilator was reported to deliver no more than 21 percent oxygen, even when higher oxygen levels were set. When the oxygen setting was increased to 30 percent or more, the alarm ¿oxygen supply low¿ activated. No patient was connected at the time of the event. No patient, user or third party harmed nor a medical intervention (ventilator replacement) was reported. The investigation to verify the allegation is still in progress.